Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es experienced a sign in issue. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine did not allow the user to sign in and did not accept the biometric identifier. A field service engineer (fse) tested the bioid connection by twisting, pulling, and pushing on the joint near the computer, found that the universal serial bus (usb) disconnect noises had led to biometric identifier (bioid) issues. The fse replaced the bioid usb cable and tested the system again, no usb disconnect sounds were heard, and the user was able to sign in without issue. The system functioned as intended after the field service engineer repaired the device.